Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault, and battery is depleting faster than expected that appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault, and battery is depleting faster than expected that appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was already explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault, and battery is depleting faster than expected that appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was already explanted. No additional adverse patient effects were reported.